Manufacturer narrative:
Logs shows that the cfb firmware was not affected by the problem so there is no evidence that the ventilation stopped due to this automatic epc restart. The device was returned and a 72 hour ventilation test was performed with the same settings during when the issue occurred. The results were as follows: ventilation is not affected and continues as expected, alarming system is working as expected (red alarm leds and buzzer sound) as a compensation, the main electronics and power board of the device were replaced.

Event description:
The customer reported while using the bellavista 1000, the device shows an error: ""bellavista detected a user interface issue" on the screen during running ventilation on a patient. There is no patient harm or injury associated with the event.